Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms occurred during pumping. Customer¿s blood glucose level (bg) read "high" on the continuous glucose monitor, and customer delivered a manual injection of insulin to address their bg. The customer reverted to an alternate method of insulin therapy.